Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that she was receiving fill complications during treatment. She stated that she fell asleep in drain 1 and when she woke up she had been in the drain for 90 minutes and had drained 5990 mls. The patient did not have any complications and remained asymptomatic. Drain 0: 50 ml. Fill 1: 2003 drain 1: 5990 ml. The reported drain volume of 5990 ml was 300% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.